Event description:
During catheterization, it was reported that the guidewire had exited out of the catheter prior to the distal tip. No patient injury reported.

Manufacturer narrative:
The device involved in this event has not been returned for evaluation.